Event description:
It was reported that patient experienced an electrical zapping sensation while on the mobile power unit (mpu) that resolved when they switched to battery power. Log files were submitted for review. The log file captured power cable disconnect, low power hazard, and no external power alarms on (B)(6) 2025. The cause of these alarms appeared to be a result of power to the mpu being briefly interrupted. There was no interruption of pump support during those events as the emergency backup battery functioned as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
H8 - usage of device - correction. Manufacturer¿s investigation conclusion: the reported event of the patient experiencing an electrical zapping sensation while on the mobile power unit (mpu) was unable to be confirmed. The reported event of no external power on the mpu was confirmed via log file review. Log files revealed while connected to the mobile power unit (mpu) a no external power alarm occurs on 11mar2025, 23:17:20, associated with an interruption to external power to the mpu. The alarm clears by the next log file entry. Similarly, on 14mar2025, 18:36:11 - 18:36:12, while connected to the mpu a no external power alarm is active associated with an interruption to external power to the mpu. During both of these interruptions to external power the backup battery functioned as intended and supported the pump without interruption. Pump operation was not affected. The mobile power unit (B)(6) was not returned for testing. Multiple attempts were made to obtain additional information from the customer regarding the event (including the source of the "zapping", if the mpu had a v-lock connector, if the ac power cord came loose at the wall or the back of the unit, if there were any environmental circumstances leading to a power interruption, if the mpu was exchanged and if it would be returned for testing); however, no additional information was provided. A root cause of the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook (rev. C) section 6 ¿caring for the equipment¿ and heartmate 3 IFU (rev. D) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. C) section 10 ¿safety checklists¿ and heartmate 3 IFU (rev. D) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works,¿ section 3 ¿powering the system,¿ section 4 ¿living with the heartmate 3,¿ and section 6 ¿caring for the equipment¿) instructs the user on how to properly maintain their equipment, including the system controller, in such ways that would avoid the user feeling an electrical shock. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. No further information was provided. The manufacturer is closing the file on this event.